Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.0/3.0/092 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od). The lens was implanted; removed on (B)(6)2022 . A replacement lens was later implanted of the same model/size and power. The replacement lens resolved the problem. Cause reported as unknown.